Manufacturer narrative:
4607 - hospitalization or prolonged hospitalization - code added. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any functional issues that would have contributed to the reported events. A direct correlation between heartmate 3 lvas, (B)(6), and the reported infection and patient outcome could not be conclusively established through this evaluation. The system controller event log file contained relevant events from (B)(6) 2026. A low power advisory alarm was captured on (B)(6) 2026 at 06:54:53 due to 14 volt battery power depleting below the advisory threshold. A low power hazard alarm was captured at 09:13:45 followed by a no external power alarm approximately 12 minutes later due to the full depletion of the 14 volt batteries. The system was then powered by the system controller backup battery for approximately 2 hours until it became fully depleted, resulting in a pump stop. No other notable pump events or alarms were captured. Per the account, the patient expired on (B)(6) 2026, prior to the observed pump stop event. (B)(6) was returned assembled with the pump cable severed approximately 7.0¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff metal hardware was returned with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was supported with a heartmate 3 left ventricular assist device (lvad) was discharged on (B)(6) 2026, following a 45-day hospitalization at the implanting center due to recurrent hospitalization for driveline infection. On (B)(6) 2026 the patient was treated with vacuum-assisted closure system in combination with IV antibiotic flucloxacillin and linezolid. On (B)(6) 2026, at approximately 1100, the patient was found deceased with depleted batteries. A forensic autopsy was mandated, and results were not yet available. The accessories were to be sent to the implanting center where the controller data would be downloaded. The explanted left ventricular assist device (lvad) was to be returned to for analysis. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that per the autopsy result, the cause of death was myocardial inflammation.